Manufacturer narrative:
The devices involved in the event will not be returned for evaluation.(B)(4)

Event description:
It was reported the patient's avm was treated with ten vials of onyx via eight marathon catheters. During procedure, a small subarachnoid bleed was observed due to vessel perforation from catheterization. No complications were reported with the patient as a result of the event.